Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. The cause for the catheter entrapment was likely due to the amount of onyx reflux. The onyx avm instructions for use (IFU) warns "in general, minimize the reflux to less than 1cm." (B)(4).

Event description:
Treatment of an avm with onyx. It was reported after an avm embolization with approximately 2.6 cm of onyx reflux, it was not possible to retract the catheter and the catheter was left in the patient. No patient injury reported. Same event as MDR# 2029214-2010-00141.